Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "small amount of free fluid"; capsular contracture baker, grade IV.

Event description:
Healthcare professional reported left side hardening, pain, simple cyst, small amount of free fluid, and capsular contracture, baker grade IV. The device remains implanted.